Event description:
It was reported that the patient cardiac resynchronization therapy defibrillator (crt-d) has showed a gradual increase in the pacing impedance measurements for both the right ventricular (rv) and left ventricular (lv) lead channels within normal range. In addition, the shock impedance measurements have also gradually increased to the point of being out-of-range of over 145 ohms. Technical services suggested in-clinic evaluations of the crt-d system. This rv lead remains in service and no adverse patient effects were reported.